Manufacturer narrative:
No product was returned for evaluation. The investigation to this complaint is based on the information and photographs provided by the customer. The customers reported event is that the battery pack overheated after surgery and the batteries had leaked. Based on the photographs provided this reported incident is confirmed. The batteries in the battery pack overheated and leaked. The battery pack was deformed and did explode due to the anode expulsion of several of the batteries. Though it was not reported it appears in the photographs that the battery pack electrical wires were severed. The potential for the batteries to explode has been addressed in the IFU and in the risk assessment. The most likely cause for this incident is improper disposal of the device in contradiction of the IFU warnings. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn.

Event description:
It was reported after surgery, the battery pack of the zimmer pulsavac plus had heat and the batteries had a leak. There was no patient or user harm associated with the report, and no impact to the surgery.